Manufacturer narrative:
(B)(4). Investigation: the caridianbct service representative found the pump rotors were off and sitting on top of the centrifuge door when he went to check on the machine. He verified the pump speeds, performed occlusion tests, verified the access and return pressure sensors, verified the valve operations, verified the centrifuge speed, and verified the alarm test with no problems found. He did find that the ac/inlet plate assembly was difficult to latch down. He replaced this part. The operator performed a saline run using the same donor parameters from this incident with no issues or malfunctions. The plate carriage assembly replaced by the service rep during his checkout of the equipment was not returned for investigation as it was disposed of by the service rep. A review of the DHR for this unit showed no irregularities during manufacturing that were relevant to this issue. Trends will continue to be monitored according to preventive and corrective action procedures. Root cause: undetermined; it is possible that the volume discrepancies noted by the customer were the result of procedural related issues and not a device malfunction.

Event description:
The customer reported a problem with a granulocyte collection due to an alleged machine pump malfunction. The customer also reported a 'waste valve not operating correctly' alarm and an 'access pressure low' alarm. The customer is alleging that the pump malfunction and the alarms lead to an over-collection of product by 125 ml. This report is being filed because the recipient of the granulocyte donation did not receive his transfusion.